Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving motor error alarms and no delivery alarms. Customer reported of having high blood glucose during no delivery alarms. Customer's blood glucose was 300 mg/dl and 489 mg/dl. Customer reported that no delivery alarms were resolved with complete set change. Customer discarded products.